Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, evaluation of the returned device found that the sensor wire was missing from the housing puck. Therefore, the complaint of a failed sensor wire was confirmed.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a missing sensor wire on (B)(6) 2014. Patient claimed that upon insertion of new sensor, they experienced a sensor failure and proceeded to remove sensor pod. Upon removal of sensor pod, patient did not see the sensor wire attached. Patient stated they thought they observed the sensor wire still inside the applicator. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).